Event description:
It was reported that the pt presented with lack of therapeutic effect in the fall of 2008. Many dosing changes were made in 2008. The hcp was unable to withdraw cerebrospinal fluid during a catheter study which determined that there was a catheter problem. The catheter was replaced in 2009. The pt was doing well afterward.